Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen cracked and unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". At the time of call with customer technical support, the customer had not yet addressed the elevated bg. The customer reverted to an alternate method in insulin therapy.